Event description:
It was reported that the electrogram of the implantable pulse generator (ipg) device showed pacing spikes on top of the qrs complex. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).